Event description:
Reportedly a 2800, 27mm valve was explanted after a 108 month implant duration, due to patient complaining of difficulty breathing and had a cath, which showed problems with the valve. No additional information was provided.

Event description:
Follow-up with the customer revealed their sealing procedure as follows: we seal with sealer the male and female tubes (because all the rollers and tube caps can not be inserted into freezing cassette), but keep enough tube length for further connection with tscd. The occlusive plug is always attached, we do not use it during the process. The customer was advised that the sealing technique used was against the current instructions for use (product insert) that states: "using a dielectric sealer, heat-seal the tubing as close to the container as possible." This is the first complaint of this nature reported for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
Patient complaining of difficulty breathing and had a cath, which showed problems with the valve. Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however the device evaluation is anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: calcification is heavy in the cusp area of leaflet 2, moderate to heavy in leaflet 1 and moderate in leafelt 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is moderate to heavy at the tissue inflow. It encroached onto the tissue and into the orifice by the greatest distance of approximately 5mm. At the outflow, moderate host tissue overgrowth encroached onto the tissue by 7mm. Host tissue is minimal to moderate at the stent inflow and moderate to heavy at the stent outflow. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.